Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic hepatectomy, the first tb-0530fc was used and an unspecified error related to the probe occurred. Although the user exchanged it with the second tb-0530fc (the subject device) and continued the procedure, the ptfe pad of the second tb-0530fc wore. The second tb-0530fc could not generate the energy output anymore and unspecified error occurred. The procedure was completed with the second tb-0530fc. This is the second of two reports.

Manufacturer narrative:
The subject device was returned to omsc for eval. This MDR is regarding the second device of the reported two defective devices. The eval confirmed that the ptfe pad of the device severly wore and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the ptfe pad severely wore since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the grasping section with the severly worn pad. Because the user kept outputting in its state, the contact marks were made, the output was not generated and the reported error occured. Based upon the finding of the eval, this report appears to be related to user handling. This report is one of three reports. Cross reference MFR report number 8010047-2015-00319.